Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line became separated from the cartridge. There was no adverse impact to customer's blood glucose level. The customer changed cartridge and was able to successfully resume insulin delivery.